Event description:
It was reported that the device cannot be turned on. The unit was not in use on a patient. The issue was discovered during testing. The customer contacted product support and requested for parts for repair. Per the authorized service personnel (asp), the power supply and cpu board were replaced to address the reported issue.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).